Event description:
It was reported the olympus flushing pump exhibited water dripping from the distal tip continuously. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Tac advised checking the water container and confirm the water container cap is finger tight by turning the cap clockwise to fully tighten the seal. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.